Event description:
The customer reported the unicel dxh 600 coulter cellular analysis system generating an incomplete differential results on controls. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. The patient samples were not cycled on the instrument during the event. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated that the issue occurred on controls only; patient samples were not cycled on the instrument during the event. The fse confirmed quick disconnect (qd 281) in the volume, conductivity, scatter (vcs) panel was loose causing approximately 5 mls of sheath fluid to leak inside the analysis system. The leak was contained within the instrument. The fse tightened the quick disconnect, resolving the leak and incomplete differential results. The fse verified the instrument. The fse observed the leak had damaged the transducer. The fse replaced the transducer and the instrument returned to normal operation. (B)(4).